Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced scar tissue, pelvic pain, vaginal pain, dyspareunia, mesh erosion, graft constriction syndrome and loss of ability to work ro do strenuous exercise.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced exploratory laparoscopy for bowel obstruction in (2007), mesh separation posteriorly (small area), small cyst in groin, urinary incontinence, tobacco use disorder, possible inguinal adenopathy, chronic vaginitis with gentian violet treatments, urinary tract infection, trichomoniasis vaginitis and cystitis, rectal bleeding, drug addiction and poly-substance abuse counseling, chronic gastritis, esophageal reflux, ileus, incarcerated left inguinal hernia repair, groin cellulitis, deep vein thrombosis, tobacco use, pelvic pain, vaginal mesh erosions requiring six surgeries, pelvic pain, vaginal stenosis, anxiety, depression, scar tissue excision, mental anguish and emotional distress.

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.